Event description:
It was reported that in preparation for an iliac stenting procedure, the package seal was found to be compromised. When the box for the express vascular ld premounted stent system was opened, the pouch was already open. The procedure was completed with another of the same devices.

Manufacturer narrative:
(B)(4).